Event description:
It was reported that stimulation was turning off. The manufacturer representative met with the patient and the implantable neurostimulator (ins) was checked, no deficiencies were found. The issue had occurred over the last month. The patient was using stimulation 94% of the time on one program. The patient denied pushing the stimulation off button on accident. The patient would not see the lightning bolt and would be able to get stimulation turned back on. A longevity test revealed that 85.9 months without cycling. Impedances were checked and there were no measurements out of range. The patient was currently set at 0.9volts, rate of 18 hertz, and pulse width of 210microseconds (bipolar electrode pair). Cycling had been for all but this year; cycling rate was unknown. Additional information received reported that the ins was still shutting off. It was stated that the ins shut off several times over the past week. The healthcare provider (hcp) was going to replace the battery sometime this month.

Event description:
Additional information received reported that the patient had an implantable neurostimulator (ins) replacement done on 2013-(B)(6) and the replacement surgery was successfully completed.

Manufacturer narrative:
Product ID 3093-28 lot# v286691, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).